Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered up and operated as it should and was not able to confirm the reported issue on the device. There were no parts replaced and/or repairs made to the device, and it will be scrapped.